Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. An 8.0x80, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported. It was further reported that the target lesion was 80% stenosed, located in the mildly tortuous and severely calcified iliac artery. The patient's condition following procedure was good.

Manufacturer narrative:
(B5) describe event or problem updated. (F10) patient code updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 8.0x80, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated b MFR.: mustang 8.0 x 80, 135cm was returned for analysis. Blood was identified in the balloon which is indicative of a leak. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 8 mm proximal of the distal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. An 8.0x80, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported. It was further reported that the target lesion was 80% stenosed, located in the mildly tortuous and severely calcified iliac artery. The patient's condition following procedure was good.